Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(6) 2011, the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests two times a day and manages her diabetes with 45 units of n insulin (in the morning before breakfast) and r insulin (sliding scale any time blood glucose result is over "200mg/dl" with the subject meter). The patient indicated her usual evening reading is typically in the 300's; however, patient does not know what her typical result is in the morning. Prior to the alleged issue, the patient indicated the maximum amount of r insulin she was advised to take was 8 units; however, she would administer that amount only if her blood glucose was over "400mg/dl". The patient confirmed the alleged issue began two weeks prior to contacting lfs (at 9pm). According to the patient, after she obtained a blood glucose result of "504mg/dl" with the subject meter (date unknown) she contacted her physician. In response to the result, the patient stated she was advised (by her physician) to take her maximum 8 units of her r insulin. However, the patient indicated she was also advised to retest her blood glucose every hour and if her blood glucose continues to remain "high", she was to administer an additional 8 units of r insulin. An hour later the patient obtained a blood glucose result of "300mg/dl" with the subject meter and administered an additional 8 units of r insulin. An hour after that, the patient retested her blood glucose with the subject meter, obtained a result of "200mg/dl", and administered another dose of 8 units of r insulin. At an unknown time later that evening, the patient indicated that her blood glucose had decreased (result not known) and the patient consumed some food before going to bed. Twelve hours after the alleged issue began the patient claimed she was unconscious. According to the patient, when she finally regained consciousness at an unknown time later, she consumed food and felt better later in the day. The patient denied testing her blood glucose with another device. The patient also denied receiving any additional medical intervention after the alleged meter issue began. At the time of troubleshooting, the customer service representative (csr) verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's booklet) sample site. The csr, however, discovered the patient did not have the subject meter coded properly (per owner's booklet recommendation). Replacement products were sent to the patient. Although it was later discovered that the patient did not have the subject meter coded properly at the time of the alleged issue, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.